Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 2.50 promus premier¿ drug-eluting stent was selected for use. However, during preparation of the device outside patient, it was noted that the stent strut was faulty. The device was never used inside the patient. No patient complications were reported.